Manufacturer narrative:
Device eval: the eval has not been completed. A f/u report will be submitted when the eval has been completed. Eval: conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The customer reported that the rotator on the hemostasis valve broke during use. The physician held the broken device together and completed the procedure. No harm or injury was reported.